Event description:
The patient received his ipg on (B)(6) 2008. It was reported the patient lost communication with his ipg and was without stimulation. The patient met with his physician, and a replacement procedure for the ipg has been scheduled.

Manufacturer narrative:
Ths ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.